Event description:
Customer reportedly received results of 32.2 mmol/l, 27.5 mmol/l, and 11.7 mmol/l within 10 minutes on the mobile system. No adverse event reported. The alleged product was discarded and will not be returned for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.